Manufacturer narrative:
Date of event: unknown. Medical device expiration date: na. Investigation summary: it was reported one cannula hub had a crack and could not be used. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a needle assembly connected to a syringe with no plastic shield. The needle hub has a crack. No other defects or imperfections were observed. This defect could occur if the needle hub was not properly seated in the fixture when the shield was assembled inducing the symptom reported. A device history record review was completed for provided material number 302047, lot number 9269813. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the shielder and fixtures were performed. The settings and parts on the fixtures was correct. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd¿ bulk, non-sterile needle hub had a crack in it. The following information was provided by the initial reporter: "1 cannula holder had a crack and could not be used."